Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant pt/inr results of 5.8 and 6.8 inr on a 79 year old female patient doing routine in-home monitoring on inr. There was no additional patient information available at the time of this report. Return product is not available for investigation. I-stat (B)(6) 2022 5.7 a, I-stat (B)(6) 2022 6.8 b, I-stat (B)(6) 2022 1.8 c. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 26-apr-2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.